Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing. Troubleshooting options were discussed and recommended. The plan is to likely explant the system and put in tv system. Additional information received indicates that the s-ICD exhibited oversensing and low amplitude, leading to several inappropriate electric shocks. It was noted that the smart pass feature was disabled. Reprogramming efforts were performed and it was noted that the patient is in the intensive care unit (ICU). It was recommended that the ICU be advised to place a magnet over the device if recurrent shocks occur. Currently, this s-ICD remains implanted and no additional adverse patient effects were reported.